Manufacturer narrative:
After the decontamination, the customer did not have any problems. As no procell bottle change over happened at the time of the event. An issue with procell degradation was excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys free psa immunoassay results for 4 patients tested on a cobas 8000 e 602 module. For patient 1 the initial free psa was 0.701 ng/ml with a repeat result of 0.448 ng/ml. For patient 2 the initial free psa was 1.51 ng/ml with a repeat result of 0.903 ng/ml. Patient 2 is a (B)(6) male with a date of birth that was requested but was not provided. For patient 3 the initial free psa was 1.45 ng/ml with a repeat result of 0.898 ng/ml. Patient 3 is a (B)(6) male with a date of birth that was requested but was not provided. For patient 4 the initial free psa was 0.825 ng/ml with a repeat result of 0.518 ng/ml. Patient 4 is a (B)(6) male with a date of birth that was requested but was not provided. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The free psa reagent lot was 33086000 with an expiration date of 8/2019 the field engineering specialist detected turbidity in the procell syringe and has performed decontamination of the system. He replaced the measuring cell. The investigation is currently ongoing.